Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. The photo provided by the user was very blurry; however, in the photo we confirmed that one of the forceps cups was in the open position and one cup was closer to the closed position. Due to the device not being returned for evaluation, it is unknown why one forcep cup was opened and why one forcep cup was closed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura serrated large forcep - spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a biopsy procedure, the physician used a cook captura serrated large forcep - spike. The hinge broke on the biopsy cable [sic]. They could not close it, so they had to remove it from the endoscope with the biopsy cable [cups] open. They successfully completed the procedure with another device of the same type. The photo provided by the customer shows one (1) cup in the closed position and one (1) cup in the open position. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.